Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula of the left upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after it was expanded for the first time at 20 atmospheres for 1 minute, and the distal end of the outer cover of the delivery shaft was found damaged. The device was withdrawn, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
A1 patient identifier: zsf admission no.: (B)(6). A2 age at time of event: 18 years or older. E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test could not be carried out due to severe shaft damage. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found the shaft of the device to be severely stretched/damaged beginning approximately 320mm distal of the strain relief and extending approximately 50mm distally. A visual examination found no issues with the markerbands or tip of the device.

Manufacturer narrative:
A1 patient identifier: zsf admission no.: (B)(6). A2 age at time of event: 18 years or older. E1 initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula of the left upper limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after it was expanded for the first time at 20 atmospheres for 1 minute, and the distal end of the outer cover of the delivery shaft was found damaged. The device was withdrawn, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.